Event description:
It was reported that the customer had a low blood glucose level of 31 mg/dl. Customer treated with glucagon. Customer has been experiencing low blood glucose levels since (B)(6) 2014. Customer was using short acting insulin. Customer was advised to speak with their health care professional regarding the low blood glucose levels. Customer was advised to monitor the pump and call back if issues persist. Customer's most recent blood glucose level was 143 mg/dl. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.